Manufacturer narrative:
The lot number was provided for 11 out of 12 malfunctions, therefore, lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for nine malfunctions and images are provided and reviewed for three malfunctions. Medical records were not provided for three malfunctions; therefore, the investigations are inconclusive for the alleged filter tilt and perforation. Four malfunctions were confirmed for the reported filter tilt and perforation. Two malfunctions are confirmed for filter perforation, however, unconfirmed for tilt. For one malfunction, the investigation is confirmed for perforation and migration; however, inconclusive for tilt. The remaining malfunction is confirmed for filter perforation but inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot number: gfxk0040, gfxe3415, gfxd3833, gfzk0303, gfxf2478, gfzc2711, gfzk3564, gfbs0808, unknown)the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device and perforation. This information was received from various sources. All twelve malfunctions involved patients with no reported consequences. Of the twelve patients, eight patients' ages were reported to be between 42-75 years and three patients¿ weight were reported to be between 61-164 kgs, three patients were reported as male, and five patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported twelve malfunctions, one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80726. H10: of the reported eleven malfunctions, lot numbers were provided for ten malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however, medical records were received for all eleven malfunctions and images were provided for five malfunctions. Therefore, for four malfunctions the investigation is confirmed for the reported perforation and filter tilt, for three malfunctions the investigation is confirmed for the reported perforation and it is unconfirmed filter tilt, for one malfunctions the investigation is confirmed for the reported perforation and it is inconclusive filter tilt, for one malfunction the investigation is inconclusive for the reported perforation and filter tilt, for another one malfunction the investigation is confirmed for the reported perforation and unconfirmed filter tilt, additionally it was determined to have and confirmed for filter migration (a010) and for another one malfunction the investigation is confirmed for the reported perforation and inconclusive filter tilt, additionally it was determined to have and confirmed for filter migration (a010). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4(corporate lot number: gfxk0040, gfxd3833, gfzk0303, gfxf2478, gfzc2711, gfzk3564, gfbs0808, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicates that model dl900j vena cava filter allegedly experienced malposition of device and perforation. These information's were received from a various sources. All eleven malfunctions involved patient with no patient consequences. Of the eleven patients, four were male and six were female, ten patients age ranged from 42-75 years and three patient weighs in the range from 61 - 164 kgs. All other patient details were not provided.

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All twelve malfunctions involved patients with no reported consequences. Of the twelve patients, four patients¿ ages were reported to be between 48-62 years of age, two patients¿ weight were reported to be between 61-164kgs, two patients were reported as male, and two patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: of the twelve malfunctions, the lot number for eleven malfunction was provided and lot history reviews were performed. The device for the any of the twelve malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for five malfunctions, and a medical image was received for one malfunction with medical records. Seven malfunctions that did not have medical records or images received and are inconclusive for malposition of device and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. For three malfunctions with medical records, the investigation is confirmed for malposition of device and patient device interaction problem, one malfunction with medical records is inconclusive for malposition of device and patient device interaction problem. The malfunction with medical records and medical images is confirmed for patient device interaction problem, but inconclusive for malposition of device. A definitive root cause could not be determined. The devices are labeled for single use. H10: d4(corporate lot number: gfxk0040, gfxe3415, gfxd3833, gfzk0303, gfxf2478, gfzc2711, gfzk3564, gfbs0808), g4 h11: b5, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All twelve malfunctions involved patients with no reported consequences. Of the twelve patients, six patients' ages were reported to be between 48-75 years and two patients¿ weight were reported to be between 61-164 kgs, two patients were reported as male, and four patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: of the twelve malfunctions, the lot number for eleven malfunctions were provided and lot history reviews were performed. The devices have not been returned to the manufacturer for evaluation; however medical records have been received for seven malfunctions and medical images were received for two malfunctions. Five malfunctions are inconclusive for malposition of device and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. For three malfunctions, the investigation is confirmed for malposition of device and patient device interaction problem. Two malfunctions are confirmed for patient device interaction problem; however investigation is unconfirmed for filter tilt. One of the malfunctions is confirmed for patient device interaction problem, but inconclusive for malposition of device. One malfunction with medical records is inconclusive for perforation and tilt. A definitive root cause could not be determined. The devices are labeled for single use. H10: d4(corporate lot number: gfxk0040, gfxe3415, gfxd3833, gfzk0303, gfxf2478, gfzc2711, gfzk3564, gfbs0808, unknown), g4 h11: b5, g1, h2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. All twelve malfunctions involved patients with no reported consequences. Of the twelve patients, seven patients' ages were reported to be between 42-75 years and two patients¿ weight were reported to be between 61-164 kgs, two patients were reported as male, and five patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: of the twelve malfunctions, the lot number for eleven malfunctions were provided and lot history reviews were performed. The devices have not been returned to the manufacturer for evaluation; however medical records have been received for eight malfunctions and medical images were received for two malfunctions. Five malfunctions are inconclusive for malposition of device and patient device interaction problem. For four malfunctions, the investigation is confirmed for malposition of device and patient device interaction problem. Two malfunctions are confirmed for patient device interaction problem; however investigation is unconfirmed for filter tilt. One of the malfunctions is confirmed for patient device interaction problem, but inconclusive for malposition of device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4(corporate lot number: gfxk0040, gfxe3415, gfxd3833, gfzk0303, gfxf2478, gfzc2711, gfzk3564, gfbs0808, unknown), g4 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the twelve malfunctions, the lot number for eleven malfunction was provided and lot history reviews were performed. The device for the any of the twelve malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for five malfunctions, and a medical image was received for one malfunction with medical records. Seven malfunctions that did not have medical records or images received and are inconclusive for tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. For three malfunctions with medical records, the investigation is confirmed for tilt and perforation of the ivc, one malfunction with medical records is inconclusive for tilt and perforation of the ivc. The malfunction with medical records and medical images provided is still currently awaiting investigation. The company is still investigating the issue at this time. (Corporate lot number: gfxk0040, gfxe3415, gfxd3833, gfzk0303, gfxf2478, gfzc2711, gfzk3564, gfbs0808).

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced tilt and perforation of the ivc. This information was received from various sources. All twelve malfunctions involved patients with no reported consequences. Of the twelve patients, four patients¿ ages were reported to be between 48-62 years of age, two patients¿ weight were reported to be between 61-164kgs, two patients were reported as male, and two patients were reported as female. All other patient details were not provided.